Event description:
It was reported that the physician inserted the catheter directly into the pt's cartoid artery and a gdc coil was detached successfully in the ic-pcom aneurysm. He felt strong resistance when advancing the second gdc. It was detached at the detachment zone when he was withdrawing the delivery wire in the catheter. The gdc was retrieved with the catheter. There was no consequence to the pt.

Manufacturer narrative:
Description of device analysis: date of procedure: 07/03/1997. The gdc main coil was returned wrapped around itself in a plastic bag. The gdc pusher wire was not returned. The gdc coil was found inside a catheter. After cleaning the luer fitting, the catheter was flushed with water and the coil came out. The gdc coil was stretched to more than 49 cm, only the distal end retained some of its helical shape. It appeared that the main coil unraveled from its solder joint after it stretched. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to us without our independent verification as to its accuracy, completeness, or causal relationship to the product.